Event description:
The patient reported they had their stimulator explanted in 2008 because it never worked. The patient also reported they had also had their leads replaced in 2005 due to migration, and their ins was replaced in 2006. The patient reported they experienced stimulation in their arms, around their chest/ribs, and down their legs. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).